Manufacturer narrative:
The manufacturer had previously reported a ventilator had a "service required" code found in the ventilator's downloaded error log and the device's system board was replaced to address the issue. This was incorrect. The system board was not replaced and the device was scrapped at the request of the customer.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue.